Manufacturer narrative:
The lot number has been provided, and the lot device history records have been reviewed. The lot met all release criteria. The second device was returned with the cannula partially retracted, exposing a portion of the sample notch. Loose particles could be heard within the device. There were no visual anomalies noted on the sample. The sample was functionally tested by attempting to twist the rotational knob once to prime the device. The device could not be primed due to the loose particles. The sample was disassembled and the internal components were examined. The cannula hub was found to be broken. The investigation is confirmed for a break, as the cannula hub was found to be broken. The root cause for this event was determined to be supplier related due to over-processed resin. The monopty instructions for use (IFU) provide general instructions for priming, firing, sampling, and retrieval of samples from the device. The info provided by bard represents all of the known info at this time. Despite good faith efforts to obtain additional info, the complainant/reporter was unable or unwilling to provide any further pt, product, or procedural details to bard.

Event description:
It was reported that four probes failed to prime after acquiring one sample during two breast biopsy procedures. Each biopsy procedure was completed with a new probe. There was no report of pt injury associated with this event.